Event description:
A navigated polyxial pedicle screw driver is an instrument that assists with retaining and inserting a pedicle screw into patients. During the insertion of a pedicle screw the distal tip of the instrument sheared. There was no further information that was provided, such as screw size, user/surgical technique, patient anatomy, and pre/post operative images. There is no reported harm or inury to the patient. Potential causes for this issue could include inserting larger diameter (>6.0mm) and/or longer screws (>50mm) into hard bone without proper preparation of the pilot hole (using awl, drill, and tap), which may exceed strength of the driver tip. This problem is exacerbated when the patient's bone is exceptionally hard and dense. Additionally, using the instrument when it is misaligned to the screw, either once or repeatedly, can apply a bending force on the driver's tip. However, due to lack of information, the case is deemed indeterminate and incidental.